Event description:
The account alleged the stretcher appears to be in brake mode but the foot end brake casters do not hold. No injury reported.

Manufacturer narrative:
The account replaced the brake hex rod to resolve issue.